Event description:
It was reported that the programmer would not complete an interrogation. The radio frequency (rf head) was replaced, but the issue remained. The caller lifted the connector of the rf cable when connected and the interrogation completed. Technical support (ts) stated that the problem is a link electronics module (lem) issue. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer would not complete an interrogation. The radio frequency (rf head) was replaced, but the issue remained. The caller lifted the connector of the rf cable when connected and the interrogation completed. Technical support (ts) stated that the problem is a link electronics module (lem) connector issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to complete interrogations unless the connector for the radiofrequency (rf) programmer head was lifted and it was determined that the head connector was loose on the link electronic module. The programmer will be scrapped and replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).